Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Evaluation conclusion: known inherent risk of procedure (dissection). (B)(4).

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the superficial femoral artery of the right leg. Device was successful; however, it was reported that during treatment, a dissection occurred. Dissection was treated with two non-medtronic stents.